Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 85% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. This 15mm x 2.0mm maverick balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured after being inflated for 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:visual and magnified examination of the returned complaint device revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 85% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. This 15mm x 2.0mm maverick balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured after being inflated for 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.